Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain vagina [vulvovaginal pain] have to wait for tampon to be taken out- vagina [foreign body in reproductive tract] tail of tampon broke off [device breakage] case narrative: consumer reported via e-mail that the tail of the tampon broke off. No serious injury reported.